Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube needed to be replaced, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the system would not make an exposure. This would result in no live image being displayed. There is no report of injury or death associated with this event.